Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a rotating hemostasis valve (rhv) from an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12), and a non-penumbra sheath. During the procedure, while preparing the devices, the rhv popped off and was subsequently snapped back into place. When the tip of the cat12 exited the sheath, blood began exiting out of the rhv. The physician attempted to tighten the rhv without success. Therefore, the sep12 and the rhv were removed and the cat12 was connected directly to suction. The rhv was no longer used in the procedure. The procedure was completed by making a final pass with another rhv, the same cat12, the same sep12, and the same sheath. There was no report of an adverse effect to the patient.